Manufacturer narrative:
(B)(4). Report source, foreign - the event occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the plastic that was covering the locking stem inserter broke. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. A stem inserter was returned for evaluation. As returned, the blue sleeve is missing. Strike marks are seen in a location that indicates misuse. DHR was reviewed and no discrepancies were found. The device exhibits wear & tear that indicates successful use during a potential field age of approximately 7 years 6 months. Root cause was unable to be determined. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.